Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hemodialysis (hd) therapy utilizing a 2008t hd system and the serious adverse event of fluid overload, which warranted hospitalization. The etiology of the serious adverse event is unknown; therefore, causality could not be firmly established. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation, however there was no indication a fresenius device malfunction and/or deficiency occurred. Fluid overload is a common finding among hd patients and is frequently multifactorial in origin. Based on the information available, the 2008t hd system can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported to fresenius that a patient on hemodialysis (hd) utilizing a 2008t hd machine was hospitalized due to fluid overload. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a patient on hemodialysis (hd) utilizing a 2008t hd machine was hospitalized due to fluid overload. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.